Event description:
It was reported that a user experienced persistent low blood glucose throughout the day while using the ilet, with fingerstick readings in the 60s and ilet readings in the 50s despite multiple calibrations and a recent supply change. Symptoms included shakiness and mild confusion consistent with hypoglycemia. Outcomes included the user choosing to disconnect from the ilet and self-manage until glucose rose above 100, with plans to seek medical assistance if needed. Investigation included remote troubleshooting and user education, including verification of glucose by fingerstick and review of recent device maintenance. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.